Manufacturer narrative:
Siemens filed initial MDR 2517506-2026-00012 on 23-jan-2026. Additional information (09-feb-2026): siemens reviewed the instrument data and quality control (qc) recovered acceptably on the day of the event. The customer performed monthly maintenance, bleached integrated multisensor technology (imt) port and waste line, replaced pump tubing and sensor, performed system clean, and ran conditioning, dilution check and qc, all recovered acceptably. Siemens further evaluated the event and concluded that flow issue through imt potentially contributed to the erroneous sodium (na) results. The instrument is performing according to specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Correction: sections d1, d2, d4 have been updated to reflect the instrument details. Section g1 has been updated to reflect the manufacturing site details of the instrument. Section g4 has been updated to reflect the PMA/510(k) number of the instrument. Section h8 has been updated to reflect the usage of device for instrument. Manufacturing date in h4 is not updated, since manufacturing date is not available.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) regarding erroneously depressed sodium (na) results obtained on two patient samples on a dimension exl with lm integrated chemistry system. Siemens is evaluating the event.

Event description:
The customer reported that erroneously depressed sodium (na) results were obtained on two patient samples on a dimension exl with lm integrated chemistry system. The initial results were reported to the physician and were questioned. The sample ID (B)(6) was initially repeated on an alternate dimension exl with lm integrated chemistry system and then on the original system. The repeat results obtained were higher than the initial result and were considered correct. The repeat result from the original system was reported to the physician. The sample ID (B)(6) was not repeated due to sample insufficiency. There are no known reports of patient intervention or adverse health consequences due to the reported event.